Manufacturer narrative:
(B)(4). Unit received stuck in alarm loop after battery installed due to software error. The original mother board was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board. Unable to perform the displacement test, rewind and self test due to software error. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had corrupted force sensor calibration values. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.